Manufacturer narrative:
Concomitant medical products: atrial lead 5594. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿late perforation of a passively fixated pacemaker lead through the right ventricle. A report and review of literature.¿ journal of cardiology cases 16 (2017) 148¿150. Http://dx.doi.org/10.1016/j.jccase.2017.07.002. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s implantable pulse generator (ipg) system. The article reported that one month after the system was implanted, the patient presented to the emergency room (ER) with left-sided chest pain. The physician thought it was related to the patient¿s prior back pain, gave pain medications and was sent home. Of note, the ipg system was not evaluated. As a result of this visit, the physician ordered a chest x-ray, which showed lead migration. A computerized tomography (CT) scan showed that the lead a perforated the heart and had migrated to the left chest under the subcostal muscles. The physician chose to remove the lead via a ¿hybrid procedure¿ due to the fact that there was concern of ¿fibrosis¿ around the tined lead. The procedure was done with out any complication and a new lead was implanted. The patient was discharged two days later with normal tests. The status of the system is unknown, but appears to be still in use. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.